Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the output coupling fell out. Issue was noticed during tibial cut case, therefor there was no case delay and no patient harm. Review of the device history records indicate 25 devices were manufactured under lot k078l and 18 were accepted into final stock on (B)(6) 2016. Serial (B)(4) was put on qt 16-05-0060 for missing constants and returned for correction. A review of complaints related to parts in lot number k078l, p/n 209063 shows no other complaint related to the failure in this investigation. Material analysis was not completed because functional inspection clearly showed failure. Visual inspection revealed no physical damage of unit. The output coupling was outside of the unit. Dimensional inspection was not completed visual inspection clearly shows the failure of the device. The handpiece motor and electronics function as intended. The output coupling is held in with 3 set screws. If the screws back out then the output coupling will detach. A review of stryker¿s nc/CAPA database indicated that (B)(4) and (B)(4) are associated with the failure mode reported in this event."

Event description:
Metal piece on inside of mics power came loose and fell out. During tibial cut power became slow to turn. I tested power after all cuts were made. I removed straight power attachment and hit burr override button and depressed trigger. This is when metal piece fell out. Tka procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Metal piece on inside of mics power came loose and fell out. During tibial cut power became slow to turn. I tested power after all cuts were made. I removed straight power attachment and hit burr override button and depressed trigger. This is when metal piece fell out. Tka procedure.